Event description:
Infusaport catheter was leaking and required removal. Upon removal it was noted that the catheter was fractured. Fractured catheter tip was noted on cxr and required retrieval. Dates of use: 2006 - 2008.